Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are:product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; ubd: (B)(6)2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10.0 mg/ml of saline at 0.061 mg/day at the time of the report via an implantable pump for spinal stenosis and spinal pain. It was reported the patient a spinal headache when they had their pump placed in 2015. The patient stated the spinal headaches were horrific and they ended up doing blood patches most of the time, and the procedure helped. The patient also stated they had a lot of bed rest. It was reported the patient was receiving morphine at the time. The patient did not know the dose and concentration. No further complications were reported or anticipated.